Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to fluid loss; however, the cause and source were not detailed by the facility. There were no patient complications.